Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced. No report of patient involvement. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.